Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As htl is an OEM manufacturing site. E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing, each used to puncture a test pad, and no issues were observed relating to double puncture as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode double puncture. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after puncture with bd microtainer® contact-activated lancet the patient received an additional puncture due to device malfunction. Any medical intervention that was provided was not reported. The following information was provided by the initial reporter, translated from chinese to english: on april 14, peripheral blood was collected for a definitive diagnosis of a child with pain in the lower extremities. After puncture, two bleeding points were found on the patient's fingers. Immediately afterwards, the reason was checked and the spring was suspected to bounce 2 times. Appease the emotions of family members and investigate the cause of the incident.